Event description:
The patient reported that his infusion device displayed a "bunch of weird numbers and 301". The patient stated that he replaced the power pack and the device returned to normal operation. The patient reported that the battery had been in use "for awhile". The patient did not report any blood glucose concerns. No medical treatment was required. No product is being returned for evaluation.

Manufacturer narrative:
Product not returned for eval. Issue described to agency.